Event description:
(B)(4). Event occurred in the united states. On (B)(6) 2019, the patient was unloading the television box and was carrying the box out of the truck when it rubbed against the site. The patient had been working hard out of office for seven hours. During lunchtime, he noticed that the infusion set's tubing fell apart from the site at the quick release while the adhesive remained stuck to his body. Thereafter, the patient went home and changed the infusion set. He gave himself a bolus and his blood glucose level came down. The site location was top right side, 2 inches away from the belly button and the pump was clipped on to the right side of his waist. The infusion had been in use since (B)(6) 2019 when it was last changed. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.